Manufacturer narrative:
Manufacturing investigation evaluation: the drill bit in question is broken at the end of the flute. The broken part is missing. The dimensions relevant to the complaint condition were checked as far as possible and found to be in compliance with the manufacturing specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength, or structural stability. The values were in compliance with specifications and international standards. During the investigation, several traces of mechanical damages were found on the device. The microscopic view of the broken area shows a homogenous surface, which indicates material conformity. As indicated in the manufacturing documents, the correct material (1.4112) was used and the hardness was measured at the time of the manufacturing. The minimum measured value was 601hv and the maximum measured value was 614hv and found to be within the tolerance of 580-640hv. Based on the investigation results and the received information, the exact root cause cannot be determined. Due to the wear and tear signs, it is likely that this product was often and intensely used. The cause of the breakage was likely the result of a mechanical overload situation during use. The poor condition of the device before surgery may have had a contributory negligence to the breakage. Please note: blunt drill bits require more mechanical power during the application; therefore, it is recommended that blunt or damaged instruments be exchanged before surgery. The cause of failure is not due to any manufacturing non-conformances. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the reported event involves a veterinary case. Patient information will not be reported. Additional product codes for this report include: hsz, gfa, and gff. Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Additional manufacturing dates for this product include: august 23, 2013 ¿ september 25, 2013 ¿ october 4, 2013. Device history record review: manufacturing site: (B)(4). Manufacturing date(s): august 21, 2013 ((B)(4) pieces); august 23, 2013 ((B)(4) pieces); september 25, 2013 ((B)(4) pieces); october 4, 2013 ((B)(4) pieces). No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the cannulated drill bit (wick) broke during a veterinary procedure on (B)(6) 2016. The rupture occurred during pre-drilling of the scaphoid. All fragments were retrieved and the procedure was completed with an hour delay. This report is 1 of 1 for (B)(4).